Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory was found broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted tip cover was broken and after inspection before use no abnormality was found. The anatomical tissue was being dissected. The surgeons believed that the quality problem caused the tip cover to rupture and took about 50 minutes before the tip cover broke. The surgeon didn't notice anything wrong with the instrument and it did not collide during the operation. No fragment(s) fell into the patient and all corrected before remove the equipment. The operator felt no resistance when removing the instrument. The wrist of the instrument is straight. There is no expert resistance when the operator removes the instrument. There is no damage to the instrument channel. The operator did not find any damage to the instrument and all the fragments were recovered and confirmed by the observation of the operating personnel. The assistant retrieved the fragments through the laparoscopy instrument with no extra tests were done. The procedure was completed the operation by robot with no patient injuries. The patient did not return to the hospital because of complications caused by residues. The fragments have been sent to isi.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that monopolar curves scissors (mcs) tip cover accessory was torn and no fragments fell inside the patient's body.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The tip cover was analyzed and found to have tearing at the mouth on the distal end. The tear was axially aligned with the tip cover and measures approximately 0.1100" in length. There are no signs of thermal damage present at the end of any tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. Additional information and corrected data: a review of an image provided by the customer was performed. The image appears to show three mcs tip cover accessories with tears at the distal end where the scissor portion of the instrument exits. One mcs tip cover accessory appears to have a tear isolated to the clear portion. Another mcs tip cover accessory appears to have a tear that extends through the clear portion and possibly ends at the grey portion, but the accessory would need to be returned in order to confirm. The third mcs tip cover accessory appears to have a tear that extends into the grey portion of the accessory.